Event description:
Patient's father contacted dexcom technical support on (B)(6 )2014 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose meter on (B)(6) 2014. At the time of contact the patient's father did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint sensor device was not returned to dexcom. The transmitter device (9438-05), used with the complaint sensor device, was returned on (B)(4) 2014. The returned transmitter was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The reported event of inaccuracies could not be confirmed.